Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. We are unable to confirm the reported bent cannula or if it contributed to the condition of hyperglycemia.

Event description:
According to the reporter, the patient's blood glucose level rose to greater than 250 mg/dl while wearing the pod between 5 and 24 hours. When removed from the infusion site (back), the pod's cannula was found to be bent. Additionally, insulin was reported to be leaking from the pod site. No treatment information was reported.